Event description:
It was reported that, this right atrial (ra) lead exhibited high pacing thresholds and several alerts of right atrial automatic threshold suspended, due to twiddler like activity. Subsequently, this right atrial (ra) lead was explanted and replaced. No additional adverse patient effects were reported.